Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The catheter broke off at the adapter when the needle was retracted. Surgery was required to remove the catheter. The pt was being induced and after the labor and delivery the catheter was removed by staff vascular surgeon.